Manufacturer narrative:
Conclusions: device malfunction is suspected.

Event description:
It was initially reported that the patient was experiencing an increase in seizures and high lead impedance was observed on diagnostics performed. It is unclear at this time as to the specific cause of both events. The patient is expected to have lead and generator revision. Good faith attempts to obtain additional information have been unsuccessful to date.